Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the ins and extensions were being explanted on (B)(6) 2018 due to infection at the pocket site. Redness was reported and the infection was discovered 3 weeks prior to the call. No further complications were reported or anticipated. Information regarding extension/lead connection has been omitted as it is contained in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the infection was healing. It was also indicated on (B)(6) 2018 that the two leads remain implanted and capped while the extensions and the ins were removed . It was reported that they would be replacing with new extensions and ins when the infection clears. No further patient complications were reported/ anticipated as a result of this event.